Event description:
It was reported that stent damage occurred. During preparation of a 3.00 x 20mm synergy drug eluting stent, it was noted that stent damage occurred. The procedure was completed with a different device. There were no patient complications reported.